Manufacturer narrative:
For OEM manufacturing sites: (B)(4). Greater asia is an OEM manufacturing site. Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported there before use foreign matter was found on a bd syringe 20ml 18g 1-1/2in. The following information was provided by the initial reporter: foreign matter.

Manufacturer narrative:
Investigation summary: investigations: 1 sample was returned to sbdm, lot number is 1812212. Sbdm found black fm inside the individual syringe packing film. Initial investigation shows the fm seems to be fabric or thread. Infrared spectrometry (ir) analysis: based on ir analysis of the complaint sample, the material of the fm is determined to be 100% polyester, which is the same material as thread in the working clothes. House sample inspection: sbdm inspected a total of 60 pcs of house sample from lot 1812202, 1812212, 1812212, no abnormality observed. DHR review: sbdm reviewed the manufacturing record for lot 1812212, no abnormality observed. Customer complaint record review: sbdm reviewed customer complaint record, there no similar issues from other customers. Conclusion: 1 sample was returned to sbdm. From investigation, the fm is determined to be kind of fabric (100% polyester). In injection molding line. Sbdm found 2 fabric samples, thread on a working clothes and fabric in conveyor belt in injection molding line. Based on ir analysis, the fm seemed same material as thread on the working clothes. The likely cause is the thread was detached from working clothes because the working clothes was teared by corner of injection machine or other sharp point in the injection working line. Subsequently it was attached on the outside of a 20ml barrel due to static electricity, and was not found by inspectors and it was packed in the syringe individual film. Corrective actions: 1. Sbdm conducted quality training on this customer complaint for syringe assembly line workers and quality inspectors. 2. Sbdm tighten incoming inspection for bulk needles and keep monitoring of syringe manufacturing process to prevent recurrence of the same case. 3. Sbdm check ragged point of working clothes and replaced it. 4. Sbdm implemented 100% visual inspection on syringe packaging process and retrained on inspection method for packaging inspector due to this complaint case effective.

Event description:
It was reported there before use foreign matter was found on a bd syringe 20ml 18g 1-1/2in. The following information was provided by the initial reporter: foreign matter.